Event description:
Rti surgical, inc d.b.a evergen and tutogen medical gmbh (tmi), a wholly subsidiary of evergen, received a complaint on 11/12/2025. And adverse event was reported for subject (B)(6) at (B)(6) within the tutopatch® craniotomy registry study. On (B)(6) 2025, the patient developed purulent secretion out of the surgical wound. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested from the clinical site. Once available and all review of the graft's processing documentation has been completed, a follow up report will be submitted.

Manufacturer narrative:
Although implant therapy is highly successful and predictable, it is not without possible early or late complications. The adverse event is categorized as serious as medical intervention and hospitalization was required. The patient developed an infection 37 days post-operatively. Batch documentation analysis confirmed that the tutopatch® bovine pericardium graft met tutogen's specifications prior to distribution. Per tutogen's assessment, the adverse event is associated with a source or event extrinsic to the tutopatch® bovine pericardium graft.

Event description:
Additional information was provided that indicated on (B)(6) 2025, the patient was hospitalized and found to have a subgaleal abscess that measured 5cm x 5cm. The patient underwent surgical intervention and the graft was removed. The next day, on (B)(6) 2025, the patient was discharged home. The clinical investigator reported that the infection and abscess were related to the surgical procedure. The adverse event is unknown if it's related to the tutopatch® bovine pericardium graft. To date, no additional information has been provided to evergen for review.